Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
As reported to coloplast, though not verified, the patient experienced serious bodily injuries, including but not limited to, mesh exposure, urinary problems, urinary tract infections, pelvic pain, right groin pain, foreign body reaction, and other injuries including permanent injury. The patient will likely undergo future medical treatment and procedures.